Event description:
It was reported that during neuro surgery it was discovered that there was "fluid building inside hose to the connector point" on the foot control device. The planned surgical procedure was completed successfully without delay using a spare identical device. There was patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.